Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, four unopened (4) tubes were observed to have fungal particle contamination. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4193977 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination. Retention samples were not inspected due to the nature of this complaint. There was one (1) photo submitted to assist with this complaint. The tube in the photos shows biological contamination. There were no returns provided to assist with this investigation. This complaint cannot be confirmed. There is no batch information present in the photo submitted, and no other product labels were visible for batch verification. Without batch verification, the photos cannot confirm the complaint. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, four unopened (4) tubes were observed to have fungal particle contamination. There were no health impact or consequences reported.